Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to not having been adjusted for daylight savings. Additionally, the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, the customer's healthcare provider increased the pump's insulin delivery settings and the customer was prescribed home dialysis. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.